Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was determined the right ins was at eos (end of service) and the patient was scheduled for an appointment with the surgeon for a replacement. No further complications were reported as a result of this event. Additional information was received. The rep clarified the ins at eos was the right side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient was having a return of symptoms and they had poor communication on the patient programmer. The patient could connect successfully with the right implant with our without antenna but could not get it to connect with the left implant with or without the antenna. No further complications were reported or anticipated with this event.